Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 around 6-7:00am, the patient passed out and was taken to the hospital. He stated that by the time he was attended by a health care professional his fingerstick bg was 700 mg/dl. He confirmed that the cgm reading before he passed out was 175 mg/dl. He did not check a bg at that time. In the emergency room (ER) he was given humalog fast acting insulin via IV. At the time of the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.